Event description:
New information received notes that the patient was syncopal during a long episode of vt. Patient was unconscious on the way to the hospital. The oversensing did not directly cause the patient symptoms. The patient's arrhythmia and the shocks from the defibrillator caused the patient symptoms. Programming changes were made. Patient¿s condition was stable. Patient is doing well.

Event description:
It was reported that the patient presented to the emergency room after receiving multiple appropriate shocks. Review of the episodes noted that the atp and hv therapies were not consistently breaking the patient's vt rhythm. The patient was externally defibrillated to successfully convert the patient's rhythm. Further analysis noted that the rhythm was initially diagnosed as supraventricular tachycardia before detecting it as vt due to far-r oversensing. There was also one episode where rhythm was classified inappropriately as 'return to sinus'. Programming changes were recommended. The patient was evaluated for possible electrolyte imbalance and adjustment of medication. Dft testing will also be performed. No further information is available at this time.